Event description:
It was reported to baxter (B)(4) that a clearlink continu-flo soln set 2 lavs, ll, 10 dpm will not flow past the drip chamber. This condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the set was visually and functionally tested. The set was primed as intended and therefore the reported condition could not be confirmed. If any additional relevant information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.